Event description:
Information received from the field notes that the patient was in the hospital for a non-pacemaker related problem. When the patient got up, the pacemaker went to maximum sensor rate. The physician readapted the sensor and tthe device functioned normally.~~